Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 127 mg/dl and 63 mg/dl (son's readings). 63 mg/dl and 171 mg/dl (son's readings) sets of readings were taken at different times. Reading of 63 mg/dl was taken only once - no duplication of reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has strips from any of the events. Replacement was sent.

Manufacturer narrative:
This medwatch is for comfort curve strip lot 551259. (B)(6). Will not be returned to manufacturer.